Event description:
Reports mentions that there was post-op leak that required re-operation approx. 36 hours after initial surgery. Notes taken from the claim: on or about (B)(6) 2012, at about 2am: another doctor recorded: experiencing increased abdominal pain to right lower quadrant, sharp, 10/10, patient controlled analgesia only gives some relief, blood pressure 170/100 with heart rate of 125, tender to lower quadrant, increased blood pressure and increased blood rate likely pain related.- on (B)(6) 2012, at about 7 am: another doctor recorded: heart rate 130, blood pressure 155/84, right lower quadrant tender. On (B)(6) 2012, at about 10:34 am: a radiologist interpreted images from a water soluble contrast study and recorded: the gastro-jejunostomosis is widely patent with no evidence of contrast extravasations. There were no or only partial staples visible on the images. On or about (B)(6) 2012, at about 4:00 pm, another radiologist interpreted CT images of patient's thorax and reported: CT of thorax: we obtained the examination with dynamic intravenous contrast enhancement in an attempt to maximize opacification of the pulmonary arteries but we did not achieve satisfactory filling of the arteries. I do not see any large embolus in the central pulmonary vessels but I cannot exclude a small peripheral embolus. On our lowest slices there is abnormal density surrounding the liver and multiple bubbles are seen within this dense fluid. There is fatty infiltration of the liver which is diffuse. Impression: the combination of high density fluid and gas bubbles within the peripheral cavity predominantly surrounding the liver would suggest a leak previously administered oral contrast through a surgical anastomosis within the abdomen although only the superior aspect of the abdominal cavity is included on this study of the chest. Contrast filling of the pulmonary arteries was not adequate to exclude pulmonary emboli but no large embolus is identified. There were no or only partial surgical staples visible on the images. On or about (B)(6) 2012, dr. (B)(6) surgically repaired the leak. The laparoscopic surgery was conducted at about 10:30pm, approximately 36 hours after the initial surgery. Patient had a huge leak of dense fluid in her abdominal cavity with gross contamination. Patient was intubated. Dr. (B)(6) also recorded on the operative record that he observed that there were completely unformed staple lines at the surgical site. On or about (B)(6) 2012, patient suffered a severe stroke on the left side of her brain, she is left with severe personal injuries, including hemiplegia, brain damage, and impairment of motor control. The device is not being returned, it was discarded after the initial surgery. Additional information requested via email.

Manufacturer narrative:
(B)(4).